Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The user facility reported an optical sensor system error alarm occurred when the connection cable was connected for an impella cp support. It was confirmed that the cable was firmly stuck in the back, and it was also confirmed that the cable was removed and the light was visible. The controller was restarted several times, but no improvement was seen. The staff was unable to replace the automated impella controller (aic). The pump catheter was replaced and the alarm resolved.

Manufacturer narrative:
The investigation for the optical signal issue has been completed. The pump was returned for evaluation and during visual inspection, there were no kinks, no holes in the catheter, and no blood in red handle observed. The red lumen was still in the pump. "Placement signal not reliable" alarm was observed as soon as the pump was connected to the aic. The pump passed light continuity test and electrical testing was within the limits. The 5s parameters were normal apart from contrast being a little low. The optical ferrule on the patient cable was cleaned and the pump was connected, and "placement signal not reliable" was observed again. The aic was returned and investigated per 23-18213-2, which revealed a defective optical bench with low snr. The defective bench caused the g0 to be improperly calibrated, resulting in the placement signal not reliable alarm upon pump connection until the pump was recalibrated. There was no problem found with the pump. See investigation 23-18213-2 for more details on the aic investigation. In accordance with updated procedures, section d6 has been revised from the initial submission.